Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient had not recovered from peritonitis. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The patient's age was reported as (B)(6) years, date of birth was not known. The patient experienced peritonitis on an unspecified date in (B)(6) 2013. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.